Event description:
It was reported that a 47-year-old hispanic female who underwent a breast augmentation primary with a mentor smooth round moderate plus profile, 325cc saline breast implant, experienced left-sided capsular contracture, grade unknown, and breast mass, and right sided deflation, and breast pain post procedure. As a result, patient underwent bilateral removal on (B)(6) 2022. This report relates to the left prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: cap con unknown grade, breast mass. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on august 30, 2022 indicated that date of event was on june 1, 2022. The left implant was encapsulated. Lump identified: both, general doctor and patient. Felt and saw symptoms went to general doctor approved. Lump: first left and then right. Lump mass assessed with imaging: mammograms by general doctor the findings : capsulated . Mass growing on implants. Left side interventions: had the mass (capsulation) fixed and taken mass out by doctor. The patient underwent bilateral replacement with mentor silicone implants. Manufacturer¿s reference number: (B)(4).